Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. There have been no other complaints reported in the lot number. Add'l info was requested on 6/11/10 and 6/15/10 by phone, fax, and mail. A completed questionaire was received on 6/16/10. (B)(4). (B)(4). (B)(4).

Event description:
Adverse event(s): "performed a trabeculectomy" (eye injury). Product problem(s): "would not work" (defective item [shunt]). A user facility reported that a shunt "just would not work". It was not implanted in the pt. In a f/u, the surgeon reported that the shunt would not deliver off the injector correctly and felt that too much pressure was being placed on the issue. The surgeon decided not to use the shunt and performed a trabeculectomy instead. It was reported that the event resolved without treatment.